Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl. Customer's other blood glucose value was unknown. Customer also reported that the insulin pump had no delivery alarm. Customer states they have tried all remedies. Customer did not provide symptom and treatment of high blood glucose. The device will be returned for analysis.